Event description:
An opthalmic surgeon reported that during vitrectomy surgery, the cutter broke. No pt harm was reported. Additional info was requested.

Manufacturer narrative:
The device history records for the component lots were reviewed. The associated lots (4) were released based on MFR's acceptance criteria. No abnormalities that could have contributed to the complaint were found during the review. A root cause has not been determined. (B)(4).